Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered up with the returned battery cap which was able to fully tighten and a power loss was not observed. The battery compartment was observed to be intact. The current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Multiple low battery warnings and multiple replace battery alarms were observed in the black box with evidence of partially discharged batteries being installed on (B)(6) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a replace battery warning had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.